Manufacturer narrative:
Date sent to the FDA: 02/07/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent upper limb injury procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened during the surgery. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.